Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. (B)(6).

Event description:
The customer reported a loudspeaker error message. It is not known whether the device was in clinical use during the time the malfunction was discovered, and whether a patient was involved.

Event description:
The customer reported a loudspeaker error message. There was no report of a patient/user harm. The device was in clinical use at the time of the alleged malfunction.